Event description:
It was reported that after successful ventricular sense test with standard settings of an adapta pacemaker, the programmer was being prepared for a threshold test and suddenly all ECG (electrocardiogram) signals disappeared with only flat lines displayed on the programmer. All lights on programmer head were on even when programmer head was removed from adapta device. After 5 - 10 seconds the screen went black with error code on screen. At restart of the programmer the same error code was displayed. New follow up was successfully performed with another programmer. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Serious programmer problem error displayed.